Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. A device history review was conducted for lot number 8257383. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It has been reported that one bd¿ prn adapter has been found with a loose prn during use. The following has been provided by the initial reporter: at 9:03 a.m. On november 20, replace the prn with the prn on the central venous catheter containing the drug. On november 21 at 3:00, infusion completed for patients after sealing tube, removing infusion needle, the latex plug of the prn separating from the main body, immediately remove the broken prn, change to a new prn, loosen the disposable central venous catheter in medicated card buckle using 5 ml syringe withdrawing air, after the completion of the closed disposable central venous catheter in medicated card buckle, not harm the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ prn adapter has been found with a loose prn during use. The following has been provided by the initial reporter: at 9:03 a.m. On (B)(6), replace the prn with the prn on the central venous catheter containing the drug. On (B)(6) at 3:00, infusion completed for patients after sealing tube, removing infusion needle, the latex plug of the prn separating from the main body, immediately remove the broken prn, change to a new prn, loosen the disposable central venous catheter in medicated card buckle using 5 ml syringe withdrawing air, after the completion of the closed disposable central venous catheter in medicated card buckle, not harm the patient.